Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the surgeon felt the monopolar energy was low when coagulating tissue. The initial troubleshooting involved noting that the monopolar effect was set to five, which was higher than the usual setting of three to four. The monopolar energy cord and instrument were replaced, but the issue persisted. Further instructions were given to swap the monopolar energy cord to the upper port, exchange the second monopolar energy cord, and check the power limitation to the maximum. Despite these efforts, the symptom persisted. Eventually, guidance was provided to use forcetriad instead of the erbe generator to continue the procedure with the same xi system. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon completed the robotic procedure using the force triad generator, and the iesu was exchanged after the procedure. The da vinci-assisted surgical procedure commenced at 09:30 a.m. Local time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found to the reported issue could not be confirmed. Visual inspection found no related issues, and testing showed the unit functioned normally, recognizing all instruments and energizing all ports without issue. The erbe will be sent to original equipment manufacturer for further analysis. The probable root cause in this case could be attributed to the faulty erbe generator. This issue was resolved by replacing the erbe generator. Correction: h8. Was updated to initial use of device.